Manufacturer narrative:
Good faith efforts (gfe) attempts were performed for further details regarding the event and repair; however, no response has been received. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm) test and verification, the device failed the electrical safety test. There was no patient involvement at the time the issue occurred. There was no report of patient or user harm.